Event description:
It was reported that the ats 3000 tourniquet cuffs was not inflating properly. The surgeon was complaining that patients were bleeding too much. Additional clinical follow up with the customer indicated that it was not the cuff, but rather the tourniquet machine that was unable to inflate the cuff properly and maintain the set pressure. The surgeon was able to control the bleeding and there was no patient harm or injury as a result of the reported issue. Hospital representative stated that he was not aware of any extension or delay in surgical time, and did not have any information as to whether the reported device was used to complete the procedure or if an alternate device was retrieved.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/19/2010 and was last repaired on 07/11/2012 for a non-related issue. Evaluation of the device observed no visible issues with the device. It was noted that the battery was greater than one year old; however, there were no issues with inflation and deflation, and no leaks were found. Prior to repair, the device met all calibration and functional specifications. Customer did not return any cuffs for evaluation. Unable to determine a cause of the reported complaint and no failure was detected; however, lack of preventative maintenance by the user likely was the cause for the battery being greater than one year old. The device was serviced and returned to the customer.